Manufacturer narrative:
(B)(4). Unit had unresponsive buttons due to flattened (creased) act and esc buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Motor passed motor test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.